Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient receiving dilaudid 9.9 mg/ml for a total dose of 3.6532 mg/day, bupivacaine 14.4 mg/ml for a total dose of 5.314 mg/day, clonidine 99.9 mcg/ml for a total dose of 36.864 mcg/day, and prialt 10 mcg/ml for a total dose of 3.690 mcg/day via an implantable pump for non-malignant pain. It was reported patient was admitted, in-patient, to the hospital this morning ((B)(6) 2017) with presentation of questionable sepsis and increasing confusion and increasing drowsiness. Healthcare professional (hcp) contacted manufacturer representative (rep) to turn the pump to minimum infusion rate of 0.006 ml/day per pump managing hcp. There was no factors that may have caused, contributed, or led to the event. Blood cultures, aerobic and anaerobic, were drawn and no results were back yet. A magnetic resonance imaging (MRI)/computed tomography (CT) scan were planned. The incision site over the pump nor any other incisions appear infected. Hcp programmed the pump from therapeutic infusion rate to minimum shelf rate, which was a decrease of 98%. Hcp was aware this was done and will monitor for signs and symptoms of narcotic withdrawal. It was noted that the issue was not resolved at time of report. Other known medications included hydrocodone, nucynta, colcrys, voltaren, elavil, zyoprim, and dyazide. It was noted that surgical intervention did not occur and was not planned. The pump remains in the patient. The patient's (B)(6). Patient's medical history included chronic pain, bipolar, and gout. The patient's status at time of report was "alive-no injury." Additional follow up was received and reported (B)(6) grew out from blood cultures. No further complications were reported/anticipated.